Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: device evaluation checked "yes". The product was returned but the reported events (bone loss + infection) couldn't be verified since they are related to medical conditions and no x-ray or pictorial evidence was provided. Based on the evaluation, device malfunction has not occurred. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to bone loss and infection after implantation of the device. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products is within specifications. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports acute inflammatory response to the placement of implant bopt5411 in tooth location # 14. Doctor reports infection and bone loss and implant was removed.